Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced necrosis at the magnet site and was treated with a medication (type of medication not reported). Additional information has been requested; however has not been made available at the time of this report.